Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-12682. It was reported patient failed to charge the ipg as recommended. The ipg was deemed inoperable. As a result, surgical intervention was undertaken on (B)(6) 2019. During the procedure, the physician unintentionally pulled the 3183 lead. Both ipg and the lead were explanted and replaced. Effective therapy was restored post operatively.